Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/27/2017 with the following findings: the pump was unresponsive and could not be powered on. Investigation revealed moisture under the display lens and leak testing revealed a display lens leak. The pump casing was opened, revealing internal moisture damage on all internal pump components. The complaint of a blank screen could not be adequately investigated due to inability to power on the pump. Unrelated to the original complaint, investigation revealed that the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.